Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # ep-108222 / e-poly 32mm / lot# 198270, part # 650-1056/ bioloxd option hd / lot # 3033039, part # 650-1066 / tprsleve/ lot # 3053198. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00061.

Event description:
It was reported that patient underwent initial right total hip arthroplasty on an unknown date. Subsequently, the patient was revised after experiencing acute onset of pain and squeaking. The pain became so severe over a week the patient had to use crutches. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this component did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined this component did not contribute to the reported event. The initial report was forwarded in error and should be voided.